Manufacturer narrative:
This is a complaint that was discovered during a literature search. As noted in the publication leetouwer et al response of renal and femoropopliteal arteries to palmaz stent implantation assessed with intravascular ultrasound: j endovasc surg. 1999 nov;6(4):359-64: report that in 1 renal artery case, ivus identified a distinct lesion distal to the stent, necessitating placement of a second overlapping stent to completely cover the lesion. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent-ses incorrect length - too short¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the contraindications in the safety information in the indications for use ¿generally, contraindications to percutaneous transluminal angioplasty (pta) balloon are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ according to the warnings/precautions in the safety information in the instructions for use ¿to assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. When stenting renal arteries, exercise great care to reduce the risk of plaque embolization. When treating multiple lesions, the lesion distal to the puncture site should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance for dislodging the proximal stent. Measure the length of the target lesion to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the lesion. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. Measure the diameter of the reference vessel to determine the appropriate size stent and delivery system.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.

Event description:
As noted in the publication leetouwer et al response of renal and femoropopliteal arteries to palmaz stent implantation assessed with intravascular ultrasound: j endovasc surg. 1999 nov;6(4):359-64: report that in 1 renal artery case, ivus identified a distinct lesion distal to the stent, necessitating placement of a second overlapping stent to completely cover the lesion.